Event description:
It was reported that the insulin pump is under delivering. Caller stated that the customer had high blood glucose of 240 mg/dl due to the insulin pump stopped in the middle of giving customer 2 unit of insulin. Caller also stated that the customer's insulin pump is alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.